Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.